Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of ¿turn off¿ was reproduced. A review of the event history log revealed improper shutdown message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be 2 damaged rear case battery pins which resulted in improper contact with the battery causing unit to turn off unexpectedly. This is caused by fluid intrusion and poor cleaning practice. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without any user input. This occurred before use in the telemetry department. There was no patient involvement. No additional information is available.